Manufacturer narrative:
The technician cleaned and degreased the high/low drive brake assembly to repair the bed.

Event description:
Info received indicates the bed drifts down from the high position.